Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to replace the rowboard. A field service engineer troubleshooted and found drawer 5-1&2 not on the bus, and reseated all the cables. Popped lids and pockets could not pop 5-1 c6. So, it was replaced with a rowboard. No further issues were reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure which was not detected on the bus. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.